Manufacturer narrative:
Testing and investigation found that the device delivered less than intended. This was due to a broken motor assembly. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During verification testing at the service center, the device delivered less than intended.